Manufacturer narrative:
H6 medical device problem code a040601 was removed as there was no allegation of catheter kinking. Cross clamping the aorta does not necessarily cause damage to the pump.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 35-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient's clinical state prior to initiation of support was identified as scai shock stage d. Following insertion in the cath lab, the patient was taken to the operating room. A cross clamp was placed over the aorta with soft inserts. During the procedure, high motor current was observed and the pump stopped when attempting to vent. The pump could not be restarted. The patient was placed on bypass with adequate arrest and surgery was completed. The physician elected not to attempt restart or replacement of the pump due to the patient¿s poor prognosis. Vasopressors were subsequently turned off. Time of death was called, and the patient expired on support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage d.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pump stop: the cause of the issue was not established as no product, or logs were returned for analysis.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.